Manufacturer narrative:
Based on the limited information provided to date, no definitive conclusions can be made. The patient's mother would not provide contact information for the daughter at this time, or additional information to davol field assurance. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient's mother: it is reported that on (B)(6) 2002 the patient underwent the removal of a desmoid tumor. A bard/davol composix mesh was then placed for abdominal closure. As reported the patient has experienced abdominal pain with a "lump' under the mesh, irregular bowels, weight gain and irritability since the implant of the mesh. The contact provided only limited information.